Event description:
Fire chief reported that the unit kept prompting "check pads, check pads" during a rescue event. All attempts the rescuers made to ensure the pads were recognized by the AED were not successful. Pt outcome is unk.

Manufacturer narrative:
Device will be evaluated when it is returned to cardiac science.